Manufacturer narrative:
The valve was returned for evaluation: DHR - lot number cjmcbn, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: it was noted the valve casing was twisted in the housing, the stator was dislodged, a cut was noted in the housing, as well as biological debris noted around the housing. The valve could not be program or pressure tested due to the dislodged stator. The valve was dismantled and examined under microscope at appropriate magnification: a bump mark and a crack were noted in the valve casing. Biological debris were noted on the spring, on the ruby ball, on the cam mechanism and on the base plate. The magnets passed the test. The catheter was visually inspected; a cut was noted. The catheter was flushed; passed, no occlusion noted. The catheter was leak tested; failed. Leakage was noted from the cut in catheter. Root cause - the root cause for the issue reported by the customer is linked to the dislodged stator. The root cause for the dislodged stator is due to the valve receiving a hard knock. The root cause for the bump mark and the crack in the valve casing is due to the valve receiving a hard knock.

Event description:
A facility reported the valve (micro chpv unitized) was not adjusting the settings, "seems to have dislocated compression wheel". The valve was implanted on (B)(6) 2009 and explanted on (B)(6) 2021.